Manufacturer narrative:
H.6. Investigation: the customer reported leaking from the luer connection, and returned 3 used mz needleless connectors, 2 mz trifuse sets, and 1 mz trifuse with filter (12 total mz). The samples were all tested at the mz and luer connections, and only one issue was found. The samples were tested two ways: under 30 psi while underwater for 10 secs to check for leaks in the form of bubbles, and primed from a syringe loaded with blue dye fluid . One of the trifuse mz connections had a leak coming from a crack, seen under the microscope. The root cause for the crack is unknown. No other failure modes were observed. A device history record review could not be performed on model mz9266 because a valid lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the microbore tri-fuse extension set, 3 IV c experienced leakage. The following information was provided by the initial reporter: IV set leaking at luer area of tubing set per customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the microbore tri-fuse extension set, 3 IV c experienced leakage. The following information was provided by the initial reporter: IV set leaking at luer area of tubing set per customer.